Event description:
It was reported that during a stenting treating procedure, crossing difficulty and stent damage occurred. Access was gained via the radial artery and a 6fr vl 3.5 guide catheter was used to access the target vessel. The 75% stenosed and 30mm long target lesion was located in the moderately tortuous and moderately calcified left anterior descending and left circumflex coronary artery with a reference vessel diameter of 3.0mm. There was reported to be significant bend involved in the lesion, between 45 and 90 degrees. A 2.75x20mm maverick balloon was advanced and the lesion predilated reducing the stenosis to 70%. The 2.75x32mm liberte bare monorail stent delivery system was advanced, but it was unable to cross the lesion. Upon removal, it was noted that the tip of the stent was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that that the device was unable to cross the lesion in the left circumflex artery (lcx). It was previously reported that it was the lcx and left anterior descending artery (lad). Furthermore, when the device was removed from the patient, the device was described as "not smooth".